Manufacturer narrative:
Investigation: twenty two sealed 31g x 5mm pen needle samples were returned from lot. No. 7241731, cat. No. 320677. Visual examination and a functionality test was carried out on all twenty two samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that a pen ndl 31g 5mm 100ct gr no pt roche had needle guards that fell off. The following was reported, "needle guard is not correctly connected with few needles from this box. Customer meaned the needle guard is too big because the needle guard dropped off in package. Customer has been injured accidentally. No health events." No medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a pen ndl 31g 5mm 100ct gr no pt roche had needle guards that fell off. The following was reported, "needle guard is not correctly connected with few needles from this box. Customer meaned the needle guard is too big because the needle guard dropped off in package. Customer has been injured accidentally. No health events." No medical intervention was reported.